Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an aneurysm in the descending thoracic aorta. The patient previously underwent replacement of the aortic arch with a surgical graft. The diameter of the proximal seal zone was 25 mm, and the distal seal zone was 28-35 mm. It was reported that the patient had experienced back pain and hemoptysis following the tevar. On an unknown date following the stent graft implant, the patient was hospitalized with a c - reactive protein (crp) level of 4. It was determined that the patient did not have an infection, and the patient was discharged. Approximately 5 months post implant the patient was hospitalized again with back pain, a crp of 12, and wbc count of 11000 cells/mcl. A CT at that time showed no evidence of endoleak or aneurysm enlargement. At a later date, the patient underwent surgery to remove stomach cancer. The patient continued to experience back pain and hemoptysis. An additional follow-up CT again showed no evidence of an endoleak. It was finally determined that the patient did not have an infection, but may be experiencing a metallic allergy. With medication the patient¿s crp level was reduced to 1; however, the back pain and hemoptysis continued. Another follow-up CT again showed no evidence of endoleak. At the patient¿s request, the valiant stent grafts were explanted and replaced with a surgical graft. It was visually confirmed during the open repair that there was no endoleak; however, the aneurysm wall had adhered to the lung and a pinhole shaped fistula had developed between the lung and the aneurysm sac. The physician commented that the cause of the event is unknown, but it is not believed that the stent graft caused the back pain and hemoptysis. The patient¿s back pain resolved and the crp returned to normal after the surgical repair and stent graft explant. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: allergic reaction. Insufficient information; cause is unknown. Conclusions: allergic reaction. Insufficient information; cause is unknown.